Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf impact code f23 captures the reportable event of an unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the tip of the snare got detached and it had to be retrieved. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf impact code f23 captures the reportable event of an unexpected medical intervention. Block h11: investigation results a captivator cold single-use snare was received for analysis. Visual and microscopic inspection of the returned device revealed the loop was detached from the cannula. No other problems were noted. The reported complaint of loop detachment of device or device component was confirmed since the device was returned without the loop. It was concluded that the manufacturing process was capable to ensure the correct assembly of loop. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the tip of the snare got detached and it had to be retrieved. The procedure was completed with another captivator cold single-use snare. There were no patient complications reported as a result of this event.